Manufacturer narrative:
The pod was received not deployed with the pink slide insert not visible in the top housing viewing window and the needle cap as well as the adhesive liner were still attached to the bottom housing. As the needle mechanism never deployed, the soft cannula could not have dislodged. Inspection of the adhesive liner and needle cap showed no evidence of an attempt to separate the liner from the pad. First attempts to connect the pod to the master controller were unsuccessful. All three battery voltages were measured to be low. The pod was connected to a 4.5-volt power supply and was able to complete download. The download data showed the pod ran for 0 pulses and was in pod state 13. An 0xd3 hazard alarm indicating qn3000 i2c illegal address was observed in the pod data. The pod being in pod state 13 indicates that the user was unsuccessful in activating the pod and that the 0xd3 alarm occurred during download. The 0xd3 alarm was not experienced by the user, and the alarm could not have contributed to the reported event. Measurement of the shelf mode current (smc) of the printed circuit board assembly (pcba) found it to be higher than specification. The high smc can be confirmed as the cause to the low battery voltages and the pod's subsequent inability to awaken when it was initially filled by the user. No damages or defects were observed on the pcba that would contribute to the high smc. The exact cause of the high smc could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level (bg) rose to over 250 mg/dl while wearing the pod between 24 and 36 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. Treatment information was not provided.